Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01199. It was reported that the patient had an off-label MRI in (B)(6) 2022. The patient lost therapy following the MRI despite setting the ipg to MRI mode. Surgical intervention was undertaken in which the leads were explanted and replaced to address the issue. Therapy was restored following the procedure.

Manufacturer narrative:
The report event of no longer feeling any paresthesia was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.